Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/21/2016, the reporter contacted animas, alleging that the up and down buttons were underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-july-2018 with the following findings: it was confirmed that the keypad was intact and that all the keys responded appropriately. The keypad cover was removed and there was no contamination found under the key contacts. No button contact defects were observed. The investigation could not duplicate the complaint. Unrelated to the original complaint, the pump cover was removed and no evidence of moisture was found inside the pump. The keypad flex cable was not fully inserted into the keypad and the connector was not latched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.